Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but were working with their doctor or manufacturer¿s representative (rep). An appointment was scheduled for (B)(6) 2015. The healthcare provider (hcp) further reported that the patient had their implantable neurostimulator (ins) done two years ago and it hadn¿t been working since (B)(6) 2014. The patient was having pain in their lower back and legs, weakness, and balance issues. It was unknown if there was a 50% or greater symptom reduction. The lead was involved in the event and the patient was going to be scheduled for a revision/reposition of the thoracic epidural electrodes and lead was going to be done for the lower back and leg pain. No testing had been done. The cause of the event was determined but it was unknown if it was device related. At the time of the report the patient had not recovered and symptoms/issues were still ongoing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a pain stimulator and something broke and stopped working. The patient fell and then had knee surgery on (B)(6), and ¿they noticed it wasn¿t working either because I had to take that box and everything with me.¿ the fall occurred six months prior to the report. The patient was asked if she was referring to the implant inside her body when she stated it broke and stopped working and she stated it must have been in her back, before her back wouldn¿t hurt and her left leg wouldn¿t hurt and her right leg would always hurt because she had knee surgery there ten years ago. She was told the spinal cord simulator (scs) would not help the pain in her right knee but scs did stop the pain her back and left knee. The patient reported that the scs stopped helping the pain in her back and left knee right after she had fallen. The patient¿s daughter later reported that the patient fell from diabetes last (B)(6) and jarred her implantable neurostimulator (ins) system loose. It was noted that the patient had diabetes prior to having her device. The patient had her knee replacement surgery on (B)(6) and her ins system wasn¿t working at the time of the surgery. A request was made to have the manufacturer¿s representative (rep) come to the patient¿s appointment on (B)(6) at 9 a.m. To have their system hooked back up so they could begin using stimulation therapy again. The rep. Later reported that they met with the patient and there was not a 50% or greater symptom reduction. The cause of the event was determined to be the patient had fallen several times and the program for her left leg only got the right. The rep. Believed the lead had moved. The rep. Attempted to reprogram the patient, however, all the stimulation for both leads was right sided only. The patient was going to follow-up with their physician on (B)(6) to determine the next action that needed to be taken. The patient had good coverage for her right side only. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).